Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x15mm maverick²¿ balloon catheter was selected for dilatation. However, during introduction of device, the shaft broke. The device did not enter the patient's body; the procedure was completed with a different device. No patient complications were reported.